Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinical engineer reported to integra that a 00mlx mlx 300w xenon light source was used on (B)(6) 2018 during an unspecified procedure. The xenon lamp was noted to have overheated and melted the plastic housing around the lamp heat-sink and started to emit smoke. No fire damage was noted inside the device. There was no patient injury and surgery delay reported. Additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. However, an investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. Root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.